Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore tag thoracic endoprosthesis instructions for use, complications associated with the use of the tag device may include, but are not limited to, endoleak and reoperation. (B)(4).

Event description:
On (B)(6), 2011, the pt was treated for a descending thoracic aortic aneurysm using two gore tag thoracic endoprostheses. Final angiography revealed no evidence of endoleak. The pt tolerated the procedure well. On (B)(6), 2011, an intervention occurred to treat a distal type-1 endoleak. A gore tag thoracic endoprosthesis was placed to distally extend the previously placed graft. The endoleak was resolved. The pt tolerated the procedure well.